Event description:
It was reported that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock that successfully converted the rhythm. Additionally, low amplitude was observed, with no undersensing. No additional adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock that successfully converted the rhythm. Additionally, low amplitude was observed, with no undersensing. No additional adverse patient effects were reported. This device system remains in service. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered one 41 joule shock that successfully converted the rhythm. Additionally, low amplitude was observed, with no undersensing. No additional adverse patient effects were reported. This device system remains in service. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.